Event description:
It was reported that the biomed running functional check and set the arctic sun device to 37c, but device temperature would not increase above 32c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that the biomed running functional check and set the arctic sun device to 37c, but device temperature would not increase above 32c. Per follow up information received via task on 25apr2025, the issue was resolved with technical support. Per troubleshoot, device was overfilled.

Manufacturer narrative:
This event was a confirmed overfill, not attributed device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue is an overfilled reservoir. Per follow up information, the issue was resolved with technical support. Per troubleshoot, device was overfilled. A review of the risk document,(B)(4) revision 15, was performed for this investigation. The reported event is addressed in step # a138. Based on this review the risk is within the expected range. The instructions-for-use under baw2800736 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: "fill reservoir approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen." And "to replenish the internal arctic sun cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. Connect the fill tube. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun¿ temperature management system cleaning solution to the second liter of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. Note: the reservoir level sensor requires a conductive fluid to operate properly. Filling the reservoir without using the arctic sun cleaning solution may result in overfilling the reservoir. Do not use cleaning solution that has passed the use by date listed on the bottle. The cleaning solution must be stored inside the uv resistant pouch provided." The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.